Manufacturer narrative:
(B)(6) 2011 the lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed. 510(k) # is k073231.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately low compared to another meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the technical service representative (tsr). The patient alleged that the issue began on (B)(6) 2011 at 6am. According to the tsr's documentation, the patient went to the hospital for a scheduled back surgery. At an unspecified time prior to the alleged issue, the patient was experiencing symptoms of low blood glucose (specifying dizziness, feeling light headed, and shaky). At 6:13am the patient claimed she obtained a blood glucose result of "55mg/dl" with the subject meter. The patient manages her diabetes with an insulin pump; in response to the alleged low reading, the patient indicated (at 6:15am) she placed her pump on hold. It is not known what the patient's blood glucose result was prior to the onset of her symptoms, when the patient last consumed any food prior to her surgery, and when the patient last administered her medication. Approximately 17 minutes after the patient obtained the alleged inaccurate low reading, the patient obtained a result of "90mg/dl" with the hospital's meter (after informing the nurse about her low blood glucose) and the nurse immediately administered an unspecified dose of dextrose into her IV. At the time of troubleshooting, the tsr verified the correct unit of measurement on the subject meter and noted that the blood glucose results were from the approved (per owner's manual) sample site. Replacement products were sent to the patient. Although the patient received treatment from an hcp, there is no indication that the product caused or contributed to a serious injury. The patient's reported symptoms started before the reported issue first occurred. The treatment the patient received also correlated with the result on the lfs meter and the patient's symptoms. However, this complaint is being reported because the alleged issue remains unresolved.